Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The visual examination showed that the liner was fully expanded, while the distal tip had opened but was torn with stretching of the hdpe material at the tear site. All score lines were present at the distal tip, and scratches were present along the sheath shaft. Due to the nature of the complaint, no applicable functional or dimensional testing was able to be performed. The complaint was confirmed through visual examination. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was evaluated and revealed the distal tip was opened but torn. The complaint for sheath distal tip torn was confirmed based on evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by other manufacturing-related factors. Additionally, patient or procedural factors - such as challenging anatomy or non-coaxial advancement angles (although no information regarding calcification or tortuosity was provided, deep scratches were observed on the sheath shaft during device evaluation) - may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from canada, it was a case of an implant of a 26mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. During the procedure, the esheath was inserted into the left femoral artery without resistance, and the valve and delivery system advanced smoothly until the distal portion of the valve reached the esheath tip, where increased push force was required to advance past the sheath tip. The procedure was successfully completed with successful left femoral artery closure and no vascular concerns. Upon post-procedure inspection, the tip of the esheath was found to be jagged at the split portion. There was no patient injury due to this event